Manufacturer narrative:
(B)(4)

Event description:
R/o e-mail from pt to ts: "I have a couple faulty sensors that didn't work throughout the 3 months, and now that it's almost the end of the 3 months, I don't have enough til my next prescription. Will be covered by insurance. I should have called when they were faulty, but didn't think to. Is there any way you guys could send me the replacements for 2 sensors? "

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 patient reported faulty sensors that didn't work throughout the 3 months. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through connection loss on transmitter (B)(4) via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of faulty sensors is reportable based on the findings of connection loss.